Event description:
Further follow-up revealed that the toxicology results were negative for drug overdose. Coroner's office indicated that the immediate cause of death was listed as complications of seizure disorder and that other significant conditions were indentified as hypertension and diabetes.

Event description:
Reporter indicated that vns pt had passed away. Cause of death is not known at this time. Treating neurologist indicated that the pt had been found dead, laying on a heating pad and was taking methadone and valium for chronic pain. The pt sustained second degree burns from laying on the heating pad. Neurologist requested an autopsy for toxicology results, but the nurse at the coroner's office indicated that their facility had elected not to perform an autopsy and it was believed that the pt's death may have been seizure-related. The pt's significant other reportedly indicated that the pt was not taking any pain medications. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Device diagnostic testing performed on the day of implant surgery was within normal limits, indicating proper device function at that time.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient¿s cause of death was major cardiovascular disease; essential (primary hypertension; unspecified diabetes mellitus without complications. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep.